Event description:
It is reported that upon impaction of the poly, the impactor peg broke off, peg was retrieved.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Evaluation - as returned, the impactor post has fractured off the instrument. It is likely the fracture occurred due to high, repeated impaction forces. This is a previously addressed design issue where change to the part's material specification was made in order to reduce the occurrence of this type of failure. The instrument has a potential field age of 9 months. Device history records indicate all components were manufactured and inspected to specification.